Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during routine follow-up, crosstalk on the rv lead was observed. Programming changes did not resolved the issue. The patient will be monitored until a decision is made on how to manage the system.